Event description:
Follow up information received reported that there were no complaints from the patient since the ins was replaced. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient heard and could feel a "buzzing" sound when he would lie down and shift his head to the left or right. The patient was a former electrician and he could "estimate" that the buzzing to be a frequency of about 200 hz. The implantable neurostimulator (ins) was checked by his neurologist and the device settings were noted to be¨2.0 volts, 210 hz, and a pulse width of 120 microseconds. His neurologist decreased the frequency to 120 hz and turned down the amplitude to 1.7 volts. After this, the patient still reported the buzzing sensation but was very slight and not as intense as before. All impedance tests had results in the normal range (900 ohms or less for unipolar, 1500 ohms or less for bipolar). The ins was replaced on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Programmer model (B)(4), serial# (B)(4), extension model 37085-40, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, lead model 3387s-40, lot# v621406, implanted: 2011 (B)(6), explanted: na. (B)(4).